Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. It was reported that seven cases of model ps6504 actually contained model ps6502 inside. The customer chose to use the model ps6502, which was properly labeled, even though it had a smaller fill volume and lower flow rate. All of the devices reported in this complaint were used by the customer, so no product was returned. The lot number of the product in question was not available, as the product had been used. Attempts are being made to obtain the lot info. When additional info is received pertinent to this incident, a follow-up report will be submitted.

Event description:
It was reported that a product received by a customer had the incorrect product inside the box. The box was properly labeled for model ps6504, but actually contained correctly labeled product of model ps6502. Customers used the product received, returning no product.